Event description:
It was reported a cartridge alarm 20 during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge, but alarm persisted, preventing successful therapy. Technical support assisted and confirmed warranty status, deciding to replace pump. Customer understood instructions for storage mode and returning defective pump with a pre-paid label. Meanwhile, customer opted for multiple daily injections (mdi) as backup therapy to maintain insulin delivery.